Event description:
A 40 cm stent deployed with poor placement, 1/2 in stomach and 1/2 in esophagus. Device was pushed into stomach by physician to make room for 2nd stent placement. A 60 cm stent placed. During deployment, trocar cover sheath bunched up, making it difficult to deploy but deployment was successful. The 40 cm stent was left in pt's stomach.